Manufacturer narrative:
Qn# (B)(4). The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. A half of a loose clip was also returned. The returned sample is for tcs 1900073574 & 1900073631. The cartridge and loose clip were visually examined with and without magnification. Visual examination of the cartridge revealed that the cartridge was returned with the pierced boss half of a clip that was broken in half at the hinge. The loose clip was the hook half that was also broken in half at the hinge. Both clip halves appear used as there is biological material present on the clips. The clip breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. CAPA 40009634 has been previously opened to further investigate issues related to clip breakages. Reference file (B)(4) for investigation photos. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The returned clip was broken in half at the hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The reported complaint of "broken/detached parts - clip - hinge" was confirmed based upon the sample received. One cartridge and a half of a loose clip was returned. The cartridge was returned with half a clip remaining in it. The loose clip and the clip in the cartridge were both broken in half at the hinge. The clip breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages.

Event description:
It was reported that 2 clips out of 6 got broken at loading during a laparoscopic cholecystectomy. Therefore, a new package was opened to complete the operation. No clip fell/remained in the patient.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73c1900622 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that 2 clips out of 6 got broken at loading during a laparoscopic cholecystectomy. Therefore, a new package was opened to complete the operation. No clip fell/remained in the patient.